Event description:
Customer alleges discrepant results with meter: date: 03/22/2012, inratio: 3.1. Date: (B)(6) 2012, lot #254609 inratio: 6.3, lot #270497 inratio: 3.8. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr = 6.3, 2nd inr = 3.8, mean = 5.05, sd = 1.77, %cv = 35.01. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. User reported additional inratio result (3.1 inr) obtained on (B)(6) 2012. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot 254609 on (B)(6) 2011. Results as follow: donor 106: inratio: 2.3, inratio: 2.4, inratio: 2.3, reference: 2.40, bias threshold: 1.40 - 3.40, %cv: 2.47. Donor 107: inratio: 2.3, inratio: 2.4, inratio: 2.3, reference: 2.40, bias threshold: 1.40 - 3.40, %cv: 2.47. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. In-house therapeutic donor testing has been performed on reported lot 270497 on (B)(6) 2012. Results as follows: donor 197: inratio: 1.6, inratio: 1.5, inratio: 1.6, reference: 1.63, bias threshold: 0.63 - 2.63, %cv: 3.69. Donor: 198, inratio: 3.6, inratio: 2.9, inratio: 3.2, reference: 3.03, bias threshold: 2.03 - 4.03, %cv: 10.86. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Investigation conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. Test on (B)(6) did not have lab or inratio testing performed within 3 hours. Accuracy / precision discrepancy could not be established. No product was expected to be returned, in-house therapeutic sample testing with retain strips from both strip lots in complaint met accuracy and precision criteria. As reviewed on (B)(6) 2012 269 discrepant results complaints were reported for lot # 254609 yielding a complaint rate of 0.1764%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code p152a which brick lot number 246555 was assigned and packaged into strip lots (254609, 257062) 288 total discrepant complaints have been reported for lot# 254609 and 257062 yielding a complaint rate of 0.058%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%. Corrective action is not required at this time. As reviewed on 04/13/2012 110 discrepant results complaint was reported for lot # 270497 yielding a complaint rate of 0.1181%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code ss4mn which brick lot number 257204 was assigned and packaged into strip lots (270497, 270162, 270158, 270103, 269015, 269014) 229 total discrepant complaints have been reported for lot# 270497, 270162, 270158, 270103, 269015, and 269014 yielding a complaint rate of 0.048%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%. Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.